Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/7/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, suture breakage in multiple foil. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: * can you identifity the lot number of the product used? * were there any patient consequences? * when did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient) ? Kindly confirm the device return status. Note: please mention the source through which the information is received (information received from dr, nurse etc.) The lot number for the product is v3009. 2 foils were discarded. 2 damaged foils has returned along with the 8 unopened foils. The suture breaks in between the procedure only. Information received from ot staff. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date.